Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a 6 week follow-up and the atrial lead appeared to be sensing the ventricle. An x-ray confirmed the lead had dislodged. The device was programmed to vvi mode. No intervention or patient symptoms were reported.